Event description:
It was reported that a remote transmission indicated short v-v sensing. It was noted that this was due to a known issue that occurs during subthreshold lead impedance measurements. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.